Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1crav, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from the healthcare professional (hc) via the manufacturer¿s representative regarding a patient implanted with a neurostimulator. It was reported that there was pain and an infection as the wound incision site as it never closed and was ¿wide open¿. The patient had bumped the implantable neurostimulator (ins) as a factor that may have led to the issue which cause a hematoma. The ins and lead were removed as an intervention and the products were sent if for culture by the physician. The issue was not resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Manufacturer representative reported the patient was put on 2 weeks of bactrum due to (B)(6). The infection was reportedly resolved. No further complications anticipated.